Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H6: updated method and results code for manufacturing evaluation. H10/11: added medical record information. D2: added common device name d4: added lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h4: added device manufacture date additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for cat scan showing two small hernias with omentum stuck within these hernias were not provided]. (B)(6) 2005: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure: laparoscopic ventral hernia repair with dual mesh, 10 x 15 centimeters. Indications: this is a 40-year-old white female who presented to my office with ongoing complaints of lower abdominal pain. Cat scan was obtained, which showed two small hernias with omentum stuck within these hernias. She was offered a laparoscopic ventral hernia repair. She understands the risks, benefits, and alternatives. Operative procedure summary: ¿the patient was brought back to the operating room and placed in the supine position. She underwent endotracheal general anesthesia. When completely anesthetic her abdomen was prepped and draped in the usual sterile fashion. Three trocar sites were created in the right lateral aspect of the abdomen, one for an 11 millimeter trocar site and two 5 millimeter trocar sites. The abdomen was insufflated after a veress needle was inserted into the abdomen to 15 mmhg with carbon dioxide gas. Trocar sites were placed under direct visualization. Laparoscope was admitted, brief exploration took place. Of note there was some omentum stuck in the midline hernia just below the umbilical hernia. This was carefully taken down bluntly and with bovie electrocautery. The omentum was inspected and was free of bleeding. At this point, the hernia defects were assessed and the skin was marked so as to prepare a mesh that would overlap the hernia defects 3 cm circumferentially around the defects. A 10 cm x 15 cm piece of dualmesh was brought to the operating room table, rolled up after being soaked in some ancef solution, passed through a trocar site, unfurled intra-abdominally. The rough side was placed against the abdominal wall and the smooth side towards the viscera. It was positioned and protack¿d, circumferentially, covering both hernia defects. Some radial incisions were made in the skin and using gore suture passer, 2-0 prolene suture was used to secure the mesh to the abdominal wall, circumferentially. They were tied and then buried subcutaneously. The incisions were closed with surgical staples. Once complete, pneumoperitoneum was relieved, trocars were removed under direct visualization, there was no trocar site bleeding. The trocar sites were then closed with surgical staples. Prep and blood was removed from the abdomen and band-aids were applied over the incisions. She recovered from general anesthesia and was transferred to the postanesthesia care unit in stable condition. Sponge, instrument, and needle count were correct times two at the end of the case. She was stable throughout.¿ (B)(6) 2005 : (B)(6) hospital. Implant sticker. Gore® dualmesh® biomaterial. Lot: 03350070. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/03350070) was implanted during the procedure. (B)(6) 2006:(B)(6). Operative report. Preoperative diagnosis: left lower quadrant abdominal wall hernia. Postoperative diagnosis: left lower quadrant abdominal wall hernia. Procedure: laparoscopic herniorrhaphy of hernia with dualmesh. Indications: this is a 40-year-old white female who had an abdominal wall hernia in the area of the umbilicus that was prepared [sic] laparoscopically. Subsequent to that time, she developed a hernia to the left inferior aspect of the mesh, probably represents recurrence versus a new primary hernia. She was offered laparoscopic repair. Understanding the risk, benefits, and alternatives including the possibility of an open procedure, she understood and wanted to go forward. Operative procedure summary: ¿the patient was brought back to the operating room and placed in supine position, she underwent endotracheal general anesthesia. When anesthetic, her abdomen was prepped and draped usual sterile fashion. A 2 centimeter incision was made in the right upper abdomen in the midclavicular line, carried down to the fascia, which was elevated upwardly and transected with metzenbaum scissors. The posterior pharynx was similarly incised and once it was obviously clear to enter with a trocar, an argent balloon-tipped catheter was passed through the abdominal wall defect, inflated and then abdomen was insufflated to 15 mmhg with carbon dioxide gas. A 5 millimeter laparoscope was placed and upon entry into the abdomen we noted some adherent omentum up along the abdominal wall where the prior hernia repair was performed and in the area of the left lower quadrant abdominal wall hernia. Two trocar sites were then created, one in the inferior aspect of the right abdomen for a 5 millimeter trocar and then one just to the right of midline next to the first trocar for an 11 millimeter trocar. Blunt grasper was placed through the trocars and a maryland grasper that had cautery was used to carefully takedown the adherent omentum down from the old mesh and over in the area of the old hernia. Once the hernia was identified, is was noted to be confluent with the previously placed mesh and measurements indicated it to be 5 x 6 centimeters. Spinal needles were used to map out the hernia defect transabdominally, measured again and then a piece of dualmesh was brought to the table and cut to size, ensuring 3 cm overlap circumferentially. The mesh was then marked with a marking pen and 2-0 ethibond sutures were placed in four quadrants of the mesh. It was the [sic] rolled up, placed through the trocar into the abdomen, unfurled, and then using a gore suture passer, the four sutures were brought up through small skin incisions, tied, securing it to the fascia. Protack stapler was then used to circumferentially staple the mesh in place. Four additional sutures were then passed through four skin incisions and secured circumferentially representing and [sic] eight point fixation with suture all the way around the mesh. The repair looked excellent. Hemostasis was good. Some irrigant was used to irrigate some old blood in the left gutter, suction irrigated back and there was no evidence of ongoing bleeding. Trocars were then removed sequentially looking for trocar site bleeding. The trocar site for the camera had some bleeding. This was addressed with bovie electrocautery until it was hemostatic and then the fascia was closed with an interrupted 2-0 vicryl suture in a figure-of-eight fashion. The 11 millimeter trocar superiorly also had some bleeding which was addressed with the bovie suture in a figure-of-eight fashion. Trocar sites were irrigated with warm normal saline. Pneumoperitoneum was relieved and the trocar sites were closed with surgical staples. The small skin incisions were closed with benzoin and steri-strips. The patient recovered from general anesthesia and was transported to the postanesthesia care unit in stable condition. Sponge, instrument and needle counts were correct times two at the end of the case. She was stable throughout.¿ there is no mention of gore device removal in the records. (B)(6) 2006:(B)(6) hospital]. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04352277. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04352277) was implanted during the procedure. Records span 08/25/05 to 06/26/06. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions; recurrence; necessitating revision/removal. Additional event specific information was not provided.